Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones procedure on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the gallbladder during a gallstones procedure on (B)(6) 2025. During the procedure, the handle was fractured. The procedure was completed using another trapezoid rx. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break. Block h11: investigation results the returned trapezoid rx was received for analysis. Visual examination revealed that the guide side car rx was push back 15 mm, the tip was detached. Also, the sheath was detached and accordioned. The handle was not broken. The reported event was not confirmed. Based on the available information, the guide side car rx was push back was most likely caused due to the amount of force applied on the thumb ring from the handle when trying to destroy the stone, and by this force applied, the working length tends to retract itself and therefore, pushing back the side car rx. Also, was observed that the sheath was detached and accordioned, possibility due to the same force applied when trying to destroy the stone made the whole device retract itself, and the force applied on the handle leaded to the accordioning and the detaching of the sheath. Additionally, during analysis it was observed that the tip was detached, however, this is how the device is supposed to work if the stone cannot be crushed. It's most likely that the hardness of the stone didn't allow the basket to destroy it, the device deployed the tip to release the stone safely. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure.